Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call possible under delivery of insulin. Customer's blood glucose level was 300 mg/dl. Customer believed the insulin pump under delivered insulin while they experienced high blood glucose levels. Customer advised they started using the new insulin pump and their blood glucose went high due to under delivery of insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. (B)(4).